Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered bladder spasms, urinary incontinence, leakage, burning urination, pelvic pain, sever scarring, inability to have sexual intercourse, lower back pain, revision surgeries, pain from adhesions, and depression. No further information has been provided.